Manufacturer narrative:
The report was received from (B)(4) regulatory agency. The hospital and pt info are confidential and will not be released. Eval, results: the sample is not available for eval and no add'l info regarding this incident is available. Conclusions: since the sample was not available for investigation, we were unable to determine a root cause for the problem encountered. (B)(4).

Event description:
The catheter was resistant during insertion and broke.